Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2017 with the following findings: the battery cap was stuck and pry marks were found around the battery compartment. The battery cap threads were stripped. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery cap was stuck and the battery cap threads were stripped. This report is made based on results of investigation completed on (B)(6) 2017.